Event description:
It was reported by the customer that the saw was leaking after sterilization. The customer also reported that there was no pt contact. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On aug 26, 2008 the saw involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event; the saw performed within specifications.